Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that during surgery the device does not turn or work as it is stuck. The lever was stuck and unable to perform the up/down motion. There was no patient involvement, no harm, and no delay. No additional skin graft was required. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.

Manufacturer narrative:
This incident has been reported under: (B)(4). Review of the most recent repair record determined the sample mesh passed, but the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.